Manufacturer narrative:
Due to the additional information received on 10-jun-2024, the field b5 (describe event or problem) was updated. Also, a correction on the field e1 (initial reporter fax) was updated. Thus, this supplemental report is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. There was no remarkable effusion prior to procedure. The physician performed the transseptal crossing with the versa cross connect system and a watchman access system (was). The closure device was successfully implanted with no complications reported. At an unspecified time, post procedure, the physician noted that the patient had developed a pericardial effusion from a suspected perforation. A pericardial tap was performed where the physician drained 450cc of fluid. The patient was taken to the operating room for cardiothoracic (CT) surgery and an additional 750cc of fluid was drained. The patient was administered additional protamine. The anesthesiologist performed a tee and determined that the pericardial bleeding had stopped. The physician did not proceed with CT surgery and the patient was admitted to the hospital for monitoring. The patient was reported to be doing well but remains in the hospital. The device is not expected to be returned for analysis. The patient was taking eliquis regularly prior to the procedure. In the physician's opinion, the pericardial effusion may be the result of the transseptal puncture. It was further reported that the patient was high risk and it has a blood very thin. They was in sinus rhythm and taking plavix, eliquis, asa (dapt), and receiving standard 10k of heparin prior to transseptal puncture (tsp). The physician noted that even his figure-8 suture was oozing blood, not from the femoral vein but from the skin. The patient also had lipomatous hypertrophy at the septum, but still had a thin, safe area to cross. Additionally, the patient had a prior atrial fibrillation (a fib) ablation in 2021. It was also noted that the tsp was not straight forward, but good, and it was performed the first attempt with no additional tracking (left atrial appendage had a narrowing that made deployment slightly more difficult). In the physician's opinion, there is no reason to believe versacross malfunctioned or no reason to believe versacross contributed to the complication, since there was no way to track that tsp was the cause at all. Moreover, it is uncertain to know for sure what caused pe, which was not localized, but was universal and was presented after the procedure. The case images showed nothing remarkable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. There was no remarkable effusion prior to procedure. The physician performed the transseptal crossing with the versa cross connect system and a watchman access system (was). The closure device was successfully implanted with no complications reported. At an unspecified time, post procedure, the physician noted that the patient had developed a pericardial effusion from a suspected perforation. A pericardial tap was performed where the physician drained 450cc of fluid. The patient was taken to the operating room for cardiothoracic (CT) surgery and an additional 750cc of fluid was drained. The patient was administered additional protamine. The anesthesiologist performed a tee and determined that the pericardial bleeding had stopped. The physician did not proceed with CT surgery and the patient was admitted to the hospital for monitoring. The patient was reported to be doing well but remains in the hospital. The device is not expected to be returned for analysis. The patient was taking eliquis regularly prior to the procedure. In the physician's opinion, the pericardial effusion may be the result of the transseptal puncture.